Event description:
This event was captured based on literature review. It was reported that a study identified a total of 100 patients (with 130 lesions) who received non-abbott everolimus-eluting stents and/or xience v rx stents between 2010 and 2011. The following number of lesions received stents in the following vessels via deployment at an average pressure of 17 atmospheres: left main trunk (5), left anterior descending (52), left circumflex (34), right coronary artery (33), bypass graft (6). Follow-up coronary angiograms with quantitative coronary analysis were routinely performed for each patient 8 months post-stent-implantation. Clinical outcomes for 8-month follow-ups were as follows: binary restenosis rate: 13.8%. In-stent diameter stenosis: 23.5%. For lesions smaller than 2.5 millimeters: binary restenosis rate: 17.1%. In-stent diameter stenosis: 23.5%. Culprit for st elevated myocardial infarction: 2 stents no reported intervention for restenosis was noted in the article. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated as 2010 start date of study (01/01/2010). Date of implant estimated as 2010 start date of study (01/01/2010). There were no reported product deficiencies. The reported patient effects of myocardial infarction and stenosis/restenosis are listed in the (B)(4) xience v everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Also, it should be noted that the IFU states: do not exceed the labeled rated burst pressure (rbp) of 16atm. Additionally, it should be noted that the IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions.